Manufacturer narrative:
Concomitant medical products - model: d224drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2011. Model: 6966110, right ventricular (rv) lead; implanted: (B)(6) 1993. Model: 6701-15 (qty. 2), adaptor; implanted: (B)(6) 2006. Model: 5866-40m, adaptor; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the coronary sinus high voltage defibrillation lead had developed a lead fracture. The lead has been capped and is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.